Manufacturer narrative:
Unit received with detached end cap. Unable to perform functional testing including the displacement, rewind, basic occlusion, occlusion, prime or compromised forced sensor system and excessive no delivery test or verify motor error alarm due to detached end cap. The motor was tested outside of the device and passed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had motor error alarm during bolus. Customer¿s blood glucose was 124 mg/dl at the time of incident. The customer stated that drive support cap was normal. Displacement test was ok. Troubleshooting was not performed. The insulin pump will be returned for analysis.